Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be submitted when the sample is received and evaluated. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A home patient (hp)'s nurse contacted baxter's technical service center regarding the hp having repeated issues with the transfer set. The hp had reportedly noticed leakage on the transfer set around the thread of the transfer set, and an exchange of transfer set was necessary. The above mentioned issue occurred after circa 4-5 weeks after installation of transfer set. There was no patient injury reported. Information on batch of the transfer set was not available.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to the report of leak. During initial visual inspection, a hair and iodine residue was noted between the cap and the dark blue body. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with a leak noted between the dark blue body and the cap at place where hair and residue was noted. Cap was removed and residue and hair was rinsed off dark blue body. Set was then tested underwater at 8 psi with no leak noted. Functionally tested set underwater at 8 psi with clear-passage noted. During visual inspection no manufacturing abnormalities were noted. The complaint was confirmed in the lab for leak based on hair and iodine residue. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.